Event description:
It was reported that the patient was not able to hear well. Testing showed that there was a problem with the active and the ground electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.